Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0219337480, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that she had experienced a loss of stimulation sensation on all four programs. The patient further reported that she had experienced ¿a week of stimulation sensation intermittently increasing then stopping¿ for two of her programs and that she ¿could not feel at all¿ with the other two programs. It was noted the patient had previously experienced comfortable stimulation on all four programs with the output set at less than 2v but was unable to feel stimulation at greater than 3v at the time of report. In regards to whether there were any external factors that may have led or contributed to the issue, it was noted the patient denied any falls, she stated she had done home exercise sessions that included jumps with knees up, and she reported she had been having a ¿laser cap¿ applied to her head. The patient noted the ¿laser cap¿ sessions were for her hair every second day for 30 minutes and she switched her implantable neurostimulator (ins) off for each session. The patient was unable to explain exactly what the ¿laser cap¿ was, but she reported that she had informed her surgeon that she was doing this. Impedance testing was performed and found that when tested at 2v, the only electrode combination within range was c+3- and that ¿all other combinations were >4000 ohms.¿ it was noted that ¿this was not the situation post-operatively, where the patient was able to feel stimulation on all settings.¿ the patient was reprogrammed to c+3- at 0.6v at the time of report and was able to feel stimulation again. Though the issue was unresolved at the time of report, the patient was not to undergo any further investigation at that stage due to covid-19 restrictions. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No further complications were reported or anticipated.